Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found that the reservoir was leaking in the insulin pump. The customer's blood glucose was 169 mg/dl at the time of incident. The customer also reported missing o-ring inside the reservoir compartment. The reservoir will not be returned for analysis.